Manufacturer narrative:
(B)(4).

Event description:
It was reported that three fibers failed due to forward firing. The procedure was completed with the fourth surgical fiber. Patient outcome: "ok" reported. No patient or user injury was reported. This report is for the third fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-637a-2133: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: the first fiber: 82,807 joules used and 18:28 minutes expended; the fiber tip was cleaned during the procedure. The second fiber: 190,240 joules used and 43:01 minutes expended. The third fiber: 250,000 joules used and 50:00 minutes expended. The fourth fiber (finishing fiber): 259,140 joules used and 58:00 minutes expended.